Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, lot# j0058191r, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding the delivery of dilaudid (unknown dose and concentration) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The experienced a "kinked line" and the catheter was subsequently removed. According to the healthcare provider (hcp), no kinked catheter occurred. No further information was provided. Please refer to mfg. Report# 3004209178-2015-18808 regarding the events that took placed during the replacement surgery. History: neuromuscular neuropathy.